Event description:
Provider alleges the consumer's unit allegedly shut off and threw him from the unit.

Manufacturer narrative:
Provider stated that the end user said that he drives his chair consistently all day long and the chair died due to normal usage. Provider tested the batteries, checked all harnesses and connections, and everything was working properly.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer's unit allegedly shut off and threw him from the unit.